Manufacturer narrative:
The complaint device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone quality is type ii and their oral hygiene is good. The patient has a history of diabetes and bruxism. On (B)(6) 2022, the patient presented for a primary procedure on tooth # 10. On (B)(6) 2024, the patient returned with a screw fracture and implant fracture. The provider determined that "the implant fractured 3mm below platform level and so did locator screw." The patient did not require any additional medical/surgical procedure and they do not have a permanent injury.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6115624 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6115624 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant size could not be verified as the bottom half of the implant was missing. Matter was observed in the treading of the implant. Pictures were also provided by the customer. The pictures were reviewed and it appeared that there was a fracture on the bottom half of the implant as the bottom portion of the implant was not captured. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the screw during placement which may have caused the screw and implant to fracture. Additionally, it is unclear the methods of placement used during the procedure and the insertion torque value. Per the reported information, the patient has a history of bruxism which may have contributed to the fracture as well. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.". IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the adverse effects under the prosthetic components section: "the following adverse effects have been observed when using prosthetic components and accessories: components used in the patient's mouth have been aspirated or swallowed. The abutment screw has fractured due to application of excessive torque.". CAPA-ca-00016. Manufacturer's internal reference number: (B)(4).